Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. However, motor passed motor test. Unable to verify excessive no delivery alarm and motor error alarm due to compromised force sensor system alarm. Unit was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. The insulin pump then started to alarm no delivery. Customer's blood glucose level was 244 mg/dl. The drive support cap was flushed. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.